Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of circuit disconnection alarms. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an astral 150 device went into cardiopulmonary arrest, was admitted to intensive care unit in a coma and subsequently expired following a circuit disconnection alarm.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an astral 150 device went into cardiopulmonary arrest, was admitted to intensive care unit in a coma and subsequently expired following a circuit disconnection alarm.